Event description:
It was reported that the customer received a button error alarm, a motor error alarm, as well as a battery out limit alarm. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
No unexpected low battery, button error, motor error or battery out limit alarms were noted during testing. The pump passed the displacement, rewind, basic occlusion, prime, occlusion, excessive no delivery and off no power tests. The operating currents were within specification. The motor was tested outside of the unit and it passed. The pump had intermittent button response on the up arrow button due to a flattened dome switch. The pump also had a cracked lcd window, a cracked case at the lcd window corners, a cracked reservoir tube lip, scratches on the reservoir tube window, cracked battery tube threads and a cracked belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.